Manufacturer narrative:
Based on the claim against the product by the customer noting the maryland bipolar forceps had plastic burnt on the tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at one of the edges of the bipolar yaw pulley. There was no damage found on the instrument conductor wire insulation. The instrument passed the electrical continuity test. The complaint regarding plastic burnt on the tip was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found with plastic burnt on the tip. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the thermal damage defect could be found at the yaw pulley area. The customer could not provide any further information on the event.

Manufacturer narrative:
Based on the claim against the product by the customer noting the maryland bipolar forceps instrument had plastic burnt on the tip, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.